Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported shaft separation. The distal portion of the balloon catheter was returned with a non-abbott stent attached to the distal tip. The lot history record was reviewed and there were no manufacturing nonconformities from this lot related to distal shaft separation. Further assessment, per site operating procedures, was performed and concluded there is no indication of a product quality issue with respect to design, manufacturing or labeling. Detachments can occur under different lesion circumstances when using the device in the anatomy. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily calcified ostial right coronary artery. Due to the patient's presenting condition, a ventricular support device was placed. The 3.0 x 20 mm trek dilatation catheter was advanced to the target lesion without difficulty and the balloon was inflated three times: first to 6 atmospheres (atm), then to 12 atm and finally to 16 atm. There were no issues noted during inflation or deflation, and the device was removed without difficulty. A non-abbott stent delivery system was advanced and the stent markers were thought to be at the target lesion. The stent was deployed; however, it was then noted that the stent had been deployed in the guide catheter. The markers seen at the target lesion were actually the trek dilatation catheter balloon markers. The trek had separated in the patient anatomy, but this was not noticed, as there was no difficulty noted during removal. The guide wire was carefully removed, with the separated balloon segment and deployed stent remaining on the guide wire. All portions of the dilatation catheter were removed from the patient anatomy. Although guide wire access was lost, as the guide wire was removed, the physician was able to re-wire and a second non-abbott stent was deployed without issue. Throughout the procedure, the patient remained hemodynamically stable due to the ventricular assist device. Although not clinically significant, a delay of approximately 30 minutes was reported. There was no adverse patient effect. No additional information was provided.